Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review, but not confirmed during the functional testing. No device malfunction was observed during the testing and the ivtm system worked as intended. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed occurrence of tcmid:05 (coolant diff failure) error message on the reported complaint date. As a precautionary measure, re-seated the pic 16 connectors to lm34 probe and I/o pcb connection to lm 34 probe. Monitored lm 34 probe readings during testing and no abnormal values or hard errors were noticed. Ran three cooling and warming cycles and the ivtm system passed the test with no errors. Following service, the thermogard xp ivtm system passed the final testing without any error.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. Another ivtm system was used to continue the patient treatment. No patient consequence was reported.